Event description:
Procedure type: unk. According to the reporter: doctor noticed that a piece missing from the end of sheath, piece was not found. No pt info provided. No pt injury was reported. No add'l info available.

Manufacturer narrative:
(B) (4). (B) (4).